Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir compartment was chipped off in the corners and the battery compartment a piece is missing and customer stated it is not locking in properly. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis